Event description:
Event description guidant received information that this ventricular lead became dislodged the evening it was implanted. During the procedure to reposition this lead the physician decided to upgrade the pacemaker to a dual chamber device, due to a change in the patient's condition. The lead was explanted due to the physician wanted a different type of lead at that procedure.